Event description:
It was reported the programmer and charger are unable to communicate with the ipg and the magnet will not turn off stimulation. It was also reported the patient experienced a fall in (B)(6) 2013 but has not noticed any stimulation changes. X-rays were taken and revealed no anomalies. The physician plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.